Event description:
Al in tech states provider stated on joystick has a code of right brake fault, which means left. Provider states he try to fix the issue. Provider disconnected and no further information provided.